Event description:
It was reported that the device was not being used consistently.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigations did not reveal any device defect which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient experienced retention issues with the device due to a rotation of the device causing a protuberance. A revision surgery to deepen the magnet and floating mass transducer site was performed however the retention issues persisted. This is a final report.

Event description:
It was reported that the device was not being used consistently due to retention issues. The device has been explanted.